Event description:
It was reported that during a routine therapy upgrade generator change procedure, while inserting left ventricular (lv) lead that is in the left bundle branch (lbb) location to this cardiac resynchronization therapy defibrillator (crt-d) device, noise and loss of capture (loc) on the lv lead was observed. The physician confirmed the crt-d device was in electrocautery protection mode, but the noise and loc was still present. Pacing system analyzer (psa) testing was performed, the results showed normal measurements, however, the lbb lv lead still exhibited loc when reconnected to the device. Technical services (ts) was consulted for troubleshooting assistance. Ts advised the physician to confirm lv lead configurations. The physician checked lead settings and confirmed the lv lead appeared to have been programmed to unipolar configurations. It was believed that the lv lead had erroneously been configured to unipolar which led to the observed loc, and the noise was observed due to lead was connected to the device while the crt-d was out of pocket. The physician reconfigured the lead back to unipolar settings and successfully completed the procedure. At this time, this crt-d and lv lead are implanted and remain in service. No adverse patient effects were reported.